Event description:
It was reported that a spectrum pump failed psi (pounds per square inch) testing during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for upstream occlusion, upstream air and downstream occlusion testing and it passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6 investigation findings and conclusion codes. Correction h11: the reported condition was verified as the force sensor scale factor value was found out of range which is a known cause for the reported issue. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.